Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was discarded. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon was using mr8 withe ea815 hand switch, however, the hand switch broke, the screws, ball bearing and parts broke and came loose during intraop, x ray was done to ensure no parts drop into patient. No patient impact reported. It was reported a delay of 15 minutes during the procedure. No additional intervention was performed or planned as a result of this event. On follow up, it was confirmed with the nurse manager that there was no patient or staff impact and there was no backup, surgeon continue spine surgery with ipc with footpedal.